Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and broken pump belt clip slot. No cracked display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had air bubbles in the tubing. The air bubbles were 20 cm in size and occurred after 24 hours. Customer did not store insulin in room temperature. Customer's blood glucose was 286 mg/dl. Customer had no prefilled reservoirs in use and did not rewind with a reservoir in place. Customer had a leaked reservoir or tube and there was fluid in the insulin pump. Customer stated that the pump was not working as designed. Customer insisted on a replacement pump.